Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The service engineer (se) inspected the device and found a light emitting diode error code. The se replaced the power status overlay and the unit passed all tests.

Event description:
It was reported that the unit failed preventative maintenance. There was no patient involvement.